Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump. The pump successfully charged using an alternate adapter. There was no adverse impact as the pump was being use for demonstration purposes only.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. An alternate usb cable successfully charged the pump.